Event description:
It was reported that a "cardiac compass has invalid data" message was displayed and data regarding pacing percentages and patient information was erased, with other measurements ok. It was noted that the patient had been undergoing radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant product: 4968 implantable pacing lead, (B)(6) 2002; 4244 competitor implantable pacing lead, (B)(6) 1999. (B)(4).